Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera gastrointestinal videoscope had foreign matter (a hemostatic clamp release device) in the instrument channel, the clogged scope was not used for the next procedure, and the device could not be properly reprocessed due to the clogging. The issue was found during reprocessing. There were no reports of patient harm and no procedural involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that a foreign object was in the instrument channel, the shape could not be seen clearly without the aid of tools. The user facility confirmed the clogged scope was not used in the next procedure and that the device could not be properly reprocessed due to the clogging. Additional findings include the following: the edge of the objective lens was worn, the angles were insufficient, the image was foggy for three seconds when using hot and cold water to test, water tightness was lost due to a dent on the channel tube, and the objective lens had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a hemostatic clamp release device which was clogged in the biopsy channel. No physical damage of the device was confirmed where the clamp release had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the suggested phenomenon could not be presumed from the obtained information. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Otherwise, as there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.